Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2014 product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). It was reported patient was feeling tightness in his chest and tingling in his left arm when the scs stimulation is on and it goes away approximately 15 minutes after it is off. He does feel the stimulation in his low back and legs as intended. The patient has a pacemaker from a different manufacturer that was installed in 2017. These symptoms are reported to have persisted since the pacemaker was implanted. The patient will turn the stimulator off frequently because of the reported check tightness. He states that his pacemaker gets evaluated every 6 months and it is reported that there are no abnormalities with it. An impedance check was performed there were no signs of any abnormalities with the scs system. He reported that the scs stimulation was in the low back and legs and there was not any of the tight chest or tingling left arm symptoms while the rep was connected. The rep disconnected from his stimulator and left it on at a comfortable level based on his response and contacted pacemaker manufacturer to find out who his pacemaker rep was to setup a collaborative diagnostic session together. While rep was on the phone with pacemaker manufacturer, the patient reported the tightness in his chest was back. Pacemaker manufacturer indicated that he had over 20 years of cardiac experience and that it sounded like the patient needed to see his cardiologist or an urgent care/ER to evaluate if he has a cardiac issue more than an scs/pacemaker interference issue. The patient indicated he would go to his cardiologist. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID :39565-65, serial# (B)(6), implanted: (B)(6) 2014, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported the cause of chest tightness and tingling in arm was not determined. The rep ran an impedance check and everything was normal. The rep could not see how there could be a correlation between the scs stimulation and the chest tightness and tingling as the epidural lead is placed in the t7-t8 range. When the rep spoke to the pacemaker rep about collaborating to troubleshoot, it was recommended the patient see their cardiologist promptly or even go to the ER based on those symptoms. There were no other plans until the patient has seen their cardiologist or an urgent care/ER physician about the chest tightness. The rep mentioned to the patient that perhaps the cardiologist could have him turn on the scs while they monitor his heart in a hospital setting to see if it changes any of the reading on his heart.